Event description:
A malfunction on the pump was reported by the caller, but there were no notable events occurring prior to the issue. There was no reported adverse impact on the customer¿s blood glucose level. Customer technical support provided instructions for resetting the pump, which resolved the issue without recurring problems. The customer was advised to contact support again if the malfunction code reappeared and acknowledged the guidance provided.